Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that a piece of resected tissue could be seen. Staples could be seen inside the tissue. A monitor displaying a staple line could be seen. The distal end of the staple line did not appeared to properly form. Staples could not be properly examined due to image quality. The reload jaws were open. Staple pushers were up distally. Formed staples could be seen in the proximal end of the jaws. It was reported that the staple line was incomplete. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a segmentectomy on the right upper lobe, the left side of the reload completely fired and the staple line was seen on the tissue but the posterior side of the right side of the staple line did not fire. These last staples were not seen on the tissue and remained on the anvil. The surgeons had to use a hemostatic as well as use some pressure on the parenchyma tissue in the area were there was some bleeding as the staples did not staple correctly the tissue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.